Event description:
I represent the estate of (B) (6). Mrs (B) (6) died on (B) (6) 2009, as the result of diabetic ketoacidosis. At the time of her death, she was using a quick-set infusion set mfg by medtronic medical products, inc., "lot-8". The product has been the subject of an FDA recall, after it was discovered that a defect resulted in too much, or too little, insulin being delivered to the pt. Unfortunately, notification of the product recall did not reach mrs (B) (6) until after she died. We believe that her death resulted from insufficient insulin being delivered to her body, because of the product defect. It is my understanding that this matter has been investigated by the FDA.